Event description:
The surgeon reported that due to high angle of occiput and anatomical limitation the surgoen used the universal joint tap without the drill/tap guide with stop mechanism. The tap perforated the bicortical skull base during sue. The screw was placed, as was the remaining instrumentation. The pt was monitored. Upon reexamination the pt had post-op intracranial hematoma/swelling and later expired. The event is not considered to be device related.